Event description:
Adverse event(s): "hyperopic refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgical tech reported an intraocular lens (iol) was exchanged due to a hyperopic refractive surprise following bilateral iol implant surgery. Iol was exchanged for same model, different power lens. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/01/2010 and 06/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).